Manufacturer narrative:
(B)(4). PMA/510(k) number: k013227.

Event description:
It was reported implant removed due to pain.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: one (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Device history record (DHR) review for the lot (1237466) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1237466) for similar events and no other complaint about nonconforming products were identified. Review completed utilizing keywords pain. Therefore, based on the available information, device malfunction did not occur, and the reported event could not be verified as the exact details of the event were non-verifiable.

Event description:
No further event information is available at the time of this report.